Event description:
Additional information received stated that the rear tip extenders (rtes) could not be removed prior to re-implanting a malleable penile implant.

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation and additional event information. A titan pump and two cylinders were returned for evaluation. Examination and testing of the returned component revealed a separation with abrasion adjacent to it on the posterior side of the inlet tube of the pump. Testing revealed this to be a site of leakage. Abrasion was noted on the shorter exhaust tube and inlet tube of the pump. A group of partial separations was noted on the exhaust tube of cylinder 2, indicating contact with unshod instrumentation. Testing revealed this to not be a site of leakage. No functional abnormalities were noted with either cylinder. Based on examination of the returned product, it was concluded that while in-vivo the shorter exhaust tube and inlet tube of the pump overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to the inlet tube of the pump kinking onto itself and abrading resulting in the separation noted. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record no abnormalities and confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, malfunction.